Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter was measured with retention strips. Tested with the following products: meter sn: returned (B)(4). Battery: retention. Strips: returned (lot 477180 exp 31-mar-2020) . Controls: returned (lot 80100571 exp 31-aug-2020). Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 45, 43, 44 mg/dl. Level 2 ¿ 303, 300, 299 mg/dl. All returned results are within acceptable range. Per the information provided by the customer, hematocrit is outside the acceptable range as listed in the package insert that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
The initial reporter complained of discrepant low glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to a different inform ii meter. The patient was initially tested on the meter at 5:27 a.m. With a result of 87 mg/dl. At 9:17 a.m. The patient was tested on the meter with a result of "lo" (result less than the reportable range). The numeric result from the associated software was 21 mg/dl. The patient had no symptoms of low blood glucose. At 9:20 a.m. The patient was tested on the meter with a result of "lo" (result less than the reportable range). The numeric result from the associated software was 27 mg/dl. At an unknown time afterwards, the nurse administered an unspecified amount of dextrose to the patient. At 9:53 a.m. The patient was tested on the meter with a result of "lo" (result less than the reportable range). The numeric result from the associated software was 28 mg/dl. This result was not believed and the patient was tested on a 2nd inform meter at 9:55 a.m. With a result of 165 mg/dl. This result was believed to be correct. No laboratory tests were performed. There was no allegation that an adverse event occurred. The customer's reportable range for the meter is set at 30 mg/dl - 550 mg/dl in the associated software. Valid qc was run on the meter within 24 hours of the event and the results were within the acceptable range. The meter and test strips were requested for investigation.